Event description:
A lighthead had a failed weld that sheered off and hit a cleaning staff member on the shoulder. The light head ultimately crashed to the floor. The cleaning staff member was checked out in the ER at the hospital and found to be unhurt.